Manufacturer narrative:
Attempts to retrieve additional information was unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
Attempts to retrieve additional information is in process. The device was not returned to edwards for evaluation as it remains implanted. A supplemental MDR will be submitted once additional information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an perimount valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration for unknown reason. The surgeon just mentioned it, no patient details nor any initial operation report were available to be provided.